Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated or confirmed. The returned device was tested using multiple scopes and a video processor. The image produced met olympus standards and no b30 errors were noted. However, a worn socket slider switch was found, causing intermittent use of the high intensity mode. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that that an error "b30" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A b30 error occurs when communication between the scope, light source, and processor fails. It is likely the b30 error occurred because dust, water scale, or dirt adhered to the electrical contacts of the connector of the scope and the subject device and caused a communication failure. Olympus will continue to monitor field performance for this device.